Event description:
It was reported the suture on the magnum2 knotless implant broke as soon as the physician began to ratchet it into the anchor. The physician reported no tension had been applied at the time the suture broke. As a result, the repair to be less effective. The cuff had been pulled too tightly and would not allow another suture and/or anchor to be placed. Although the physician reported the surgery was delayed significantly, no details regarding the time of the delay were provided. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.